Event description:
It was reported that this lead was explanted due to subclavian crush syndrome. The lead also exhibited insulation damage and high capture thresholds. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was retracted and dried body fluid was noted in the helix housing. The setscrew marks were in the correct location on the terminal pin. The outer coil conductor resistance measured as an electrical open which indicated a fractured or broken conductor. A fractured outer coil conductor was observed at approx., 265 mm from the terminal end and fracture characteristics were consistent with clavicle/first rib damage. Coils were stretched and deformed at fracture site and insulation was out of round.

Event description:
It was reported that this lead was explanted due to subclavian crush syndrome. The lead also exhibited insulation damage and high capture thresholds. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.